Event description:
It was reported that (1) atw35 was used during a laparoscopy procedure. It was reported by the rep that the device would not fire. Opened a second device to complete the case. There was no consequence to pt.